Event description:
During an in-clinic follow-up, the device was unable to be interrogated via inductive telemetry. Upon investigation, it was discovered the device entered backup vvi (bvvi) after the patient underwent a magnetic imaging resonance (MRI) procedure. MRI settings on the device were not enabled prior to the MRI procedure. High voltage therapy was unavailable while the device was in bvvi mode. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.